Manufacturer narrative:
(B3) date of event: used on 03/01/2021 since no information was provided. Device evaluated by MFR.: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found a break on the mid-shaft at the wire port site. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. The patient presented for tibial angioplasty. While a 4.00 x 38mm synergy ii drug eluting stent was being advanced to treat the target lesion, resistance was encountered and the stent could not progress over the wire any further. The physician examined the delivery system and noticed that the shaft was kinked. Upon withdrawal, the shaft snapped in half. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Date of event: used (B)(6) 2021 since no information was provided.

Event description:
It was reported that a shaft break occurred. The patient presented for tibial angioplasty. While a 4.00 x 38mm synergy ii drug eluting stent was being advanced to treat the target lesion, resistance was encountered and the stent could not progress over the wire any further. The physician examined the delivery system and noticed that the shaft was kinked. Upon withdrawal, the shaft snapped in half. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.